Manufacturer narrative:
Evaluation summary: the reported defect of tip detached was not confirmed. The balloon latex proximal and distal windings have been pulled off the distal tip of the catheter, and were not returned. Note that the tip of the catheter did not detach. This condition may occur if the maximum recommended pull force has been exceeded. The maximum pull force is 1.5 lbs (per dfu).

Event description:
During an embolectomy of the superficial femoral artery the tip detached from the catheter. The physician was not able to retrieve the tip. The patient is doing fine.